Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. One bolt was returned and evaluated. Upon visual inspection the device has been fractured at the threaded shaft. Sem analysis determined that the fracture surface features of the threaded inserter align with those reported in the summary of failure analysis of threaded inserter tip fractures. The analysis summarized and documented the features on the fracture surfaces and the failure mode of the threaded inserters. The threaded inserter tip fractures presented in this summary all had evidence of fast fracture type bending overload failure, with varying amounts of inserter thread engagement in the shell at the time of the fractures. Fracture initiation sites were single or multiple. It was concluded that the common failure mode for the threaded inserter tips presented is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Year of birth: (B)(6).

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the cup was attached to the setting tool, the screw fractured after striking. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.